Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A nursing assistant reported a scanner defect error. Error was noted after flap cut. Laser was turned off and on and then it worked flawlessly. Technical service engineer checked the laser and completed five scan tests. No problem was found. Laser worked perfectly.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer replaced the scanner and aligned the system. The system was successfully verified according to company specifications. The root cause could not be identified conclusively because no material is available for evaluation. Most possible root cause is wear. The manufacturer internal reference number is: (B)(4).